Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, central lumen of iab catheter was clotted and they could not withdraw the blood back from the central lumen. There was no reported injury to the patient.

Manufacturer narrative:
The technician inadvertently initiated and completed the evaluation without sending the catheter to sanitization. The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. The extracorporeal tubing was found to be cut and separated approximately 2cm from the y-fitting, the removed portion was not returned. The optical cable was found to be cut and separated approximately 3cm from the y-fitting, the removed portion was not returned. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, central lumen of iab catheter was clotted and they could not withdraw the blood back from the central lumen. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, central lumen of iab catheter was clotted and they could not withdraw the blood back from the central lumen. There was no reported injury to the patient.

Manufacturer narrative:
From: "the technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire." To: "the technician then attempted to insert a 0.018¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire." Complaint #(B)(4); record ID (B)(4).